Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The computer was replaced, the calibration files were loaded and the transmitter was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the insta trak 3500 system would not boot up and displayed error message 25. No pt injury was reported.